Event description:
On (B)(6) 2013, the reporter contacted lifescan USA due to an error 2 display. No further information was available and troubleshooting could not be performed. There was no indication that the product caused or contributed to an adverse event.